Manufacturer narrative:
Tech found that the head section would not raise due to a defective head up valve. Replaced this valve to resolve this issue.

Event description:
Complainant alleged that the head section will not raise.